Manufacturer narrative:
The complaint of defective/malfunctioning components in item ch2000s-pc could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) for lot 5778811 was reviewed and two nonconformance reports were found related to leaks. However, since no product sample, photos, or video were shared, the complaint cannot be confirmed based on DHR lot history. Additional contact: (B)(6).

Event description:
The event involved a spinning spiros® closed male luer, purple cap. A pharmacist reported that one azacitadine syringe had a faulty spiros connector. The cytotoxic solution leaked onto the patient's skin during this event. While administering 1 of 3 azacitadine syringes, the healthcare professional noted that the drug was collecting in the connector and then leaked onto the patient's skin. The needle was removed, and the syringe was returned to pharmacy. The patient's skin was cleaned with soap and water. A new azacitadine syringe was made and administered without incident. There was patient involvement, but no harm was reported and no treatment was required.